Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent ot the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device could not be re-opened during a laparoscopic hysterectomy. The site contact did not know if the device jaws were applied to tissue when the jaws could not be re-opened. There was no reported patient injury.